Event description:
It was reported the pt experienced discomfort at the ipg location. The ipg was explanted. A new ipg was implanted in a different location.

Manufacturer narrative:
This ipg serial number was included in a field advisory. MFR's eval: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.